Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros immunodiagnostic products troponin I es (tropi es) reagent lot 4690 on a vitros 5600 integrated system. Additionally, a non-reproducible, higher than expected troponin I result was obtained during a precision test processed on the same vitros 5600 system using vitros tropi es reagent lot 4690. The assignable cause of the event is an instrument related issue. The results of a vitros tropi es within run precision test performed on the vitros 5600 integrated were outside ortho acceptable guidelines. Additionally, an ortho field engineer (fe) found contamination within the microwell incubator. The fe thoroughly cleaned the microwell incubator of the vitros 5600 system. A post service vitros tropi es within run precision test yielded results that were within ortho acceptable guidelines indicating that the vitros 5600 integrated system had been returned to expected performance after maintenance actions. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 4690. (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros immunodiagnostic products troponin I es (tropi es) reagent lot 4690 on a vitros 5600 integrated system. Additionally, a non-reproducible, higher than expected troponin I result was obtained during a precision test processed on the same vitros 5600 system using vitros tropi es reagent lot 4690. Patient sample result of 1.617 ng/ml vs. The expected result of <0.012 ng/ml. Precision test result of 0.369 ng/ml vs an expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es patient sample result was reported from the laboratory. Based on the initial result of 1.617 ng/ml the patient was administered a catheterization procedure. A corrected report was later issued for the patient. The patient was described as resting comfortable following the procedure. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).